Event description:
It was reported that the patient presented to the clinic for a routine checkup on (B)(6)2022. Impedance issues were observed. It was later noted that there was high impedance, no other electrical issues were noted. On 02 dec 2022 the lead was capped. The patient was fine.